Manufacturer narrative:
Additional information was received that the paravalvular leak (pvl) on the first valve was moderate, not severe as originally reported. The placement of the second valve resulted in mild pvl.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high. A second valve was implanted valve in valve 4mm lower. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported positioning issue that required reintervention could possibly be related to patient anatomy and/or implant technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informatin was received that a severe paravalvular leak was observed after the initial valve implant.